Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6). Batch: 588120.

Event description:
It was reported that the day after the implant procedure, the patient experienced numbness and weakness of the legs. It was noted that the patient developed a hematoma under the paddle lead, so the physician explanted the devices, and the patient was admitted to the hospital. The patient was doing well postoperatively and no longer experienced any weakness or numbness. The explanted ipg and paddle lead will not be returned as they were discarded by the medical facility.